Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes lead fracture. The lead was implanted for approximately six months.